Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121620 biopsy instrument allegedly self-activated. There was no reported patient contact. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: for this reported malfunction, the device was returned for evaluation. The corporate lot number was not provided; therefore, a lot history review could not be performed. Self-activation was unconfirmed. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121620 biopsy instrument allegedly self-activated. There was no reported patient contact. This information was received from one source. Patient age, weight, and gender were not provided.